Manufacturer narrative:
Concomitant medical products: 5076-52 lead and dtba1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) following premature ventricular contractions (pvc). It was noted the patient had a dialysis procedure the previous night which likely led to an electrolyte imbalance. The rv lead remains in use. No patient complications have been reported as a result of this event.